Event description:
The customer reported the ventilator was being used on CPAP mode and the display peak inspiratory pressure (pip) was higher than the set pressure. The customer reported the ventilator was in use on a patient and there was no patient harm. As reported by the customer, the displayed pip was 5cmh2o above set pressure. During patient use, the reported pressure differential may result in cardiac compromise which could be detrimental to the patient. Upon evaluation of the device, the manufacturer's service technician reported duplicating a high pressure alarm at CPAP setting. The service technician reported blower vibration was noted and with adjustment of the blower the high pressure did not occur. The service technician will replace the blower to address the findings.